Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: investigation of the returned device showed that the steel trigger-wire was detached from the white trigger-wire release mechanism. It seems as if the trigger-wire has been pulled out of the release mechanism. One end of the wire looks flat (squeezed by a screw) , indicating that the wire has been correctly mounted in the release mechanism. The dimension of the trigger-wire is according to specifications, no defects or damages observed. The sliding handle works as intended. No kinks/bends on the delivery system. No defects or damages were observed in the bottom cap. It was possible to push the steel trigger-wire through the handle and the grey positioner. Based on the investigation of the returned device and the available information it has not been possible to determine the exact root cause of the event. No evidence to suggest that this device was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the wire detached itself from the trigger mechanism the wire had to be removed from the patient different tool. We deployed in a routine fashion, after withdrawal of the sheath we tried to pull the n.1 knob as usual but it detached from the wire. With much difficulty we managed to grab the wire whit a clamp and we needed to pull it very vigorously also step 2 was difficult and we needed to exert much more strength then usual to pull the n. 2 knob and release the distal bare stent. Position of the graft was maintained with much difficulty and luck. Due to the extreme force needed step 3 was uneventful and proceeded as usual. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence